Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 5 - pressure out of range, cartridge alarm 6 - vent not working, and alarm 30 - motor stall) occurred during the load process. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. Blood glucose was 200 mg/dl.